Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent came off the balloon when the protective sheath was removed. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B) (4) (B) (4): results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was contrast visible on the balloon, distal shaft and hub. There was fluid visible in the balloon and inflation lumen. The stent implant was returned dislodged in the protective sheath from the sds. There was no damage noted to the stent implant. The balloon was returned tightly folded with crimp marks visible in between the markers. There was one kink in the inner and outer member 1.3 cm distal to the guide wire exit notch. No other damage was noted to the sds. The protective sheath was returned with no damage noted. Pin gages were used to measure the inner diameter of the flared end of the protective sheath. A snap gage was used to measure the outer diameters of the stent implant. The proximal and distal outer diameter measurements met manufacturing criteria. The middle outer diameter measurement did not meet manufacturing criteria. The measurements were oversized. Product performance engineering reviewed the incident. Factors that can affect stent dislodgement outside the body include improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during product preparation. The balloon of the sds was tightly folded and there were crimp marks visible between the markers, indicating that the stent implant had been positioned correctly and securely at the time of manufacture. There was blood and contrast visible on the balloon and contrast visible on the distal shaft and the hub, which is consistent with handling of the product during the procedure. The presence of fluid in the inflation lumen and the balloon also suggests that the sds had been prepared for use, and at some point, positive pressure may have been applied to the system, forcing the balloon to slightly expand. If positive pressure is inadvertently applied during product preparation, this could cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The protective sheath was returned with the sds, and the analysis noted that the inner diameter dimension was within manufacturing specification. Measurements of the outer diameter of the stent also found that both the distal and proximal end met manufacturing criteria, but the middle portion was slightly oversized and above the accepted manufacturing specification. This most likely occurred as a result of the stent dislodgement, as it is expected that the stent would expand during travel over the balloon shoulders. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is subjected to a stent movement test to verify stent security. No damage was reported in the incident information, there was a kink observed in the inner and outer member 1.3 cm distal to the guide wire exit notch. It is possible for kinks to occur during or after the procedure, as the sds was packaged for shipment back to abbott vascular for analysis. No definitive cause for the kink can be determined; however, this damage does not appear to be related to, or have contributed to the dislodged stent. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all on-line inspections and testing met manufacturing criteria. A definitive cause for the reported stent dislodgement cannot be determined, though there does not appear to be any indication of a product quality deficiency. This MDR is considered closed by the product performance group.